Event description:
Operating room (or) scrub nurses were setting up for the next case and began to count sponges pre-case. Debris was found embedded within a sponge. Entire set-up was taken down and disposed of. Cardinal pack was av graft pk (B)(4) & lot number 23661. A second set-up was begun and then the sponges within the cardinal pak contained debris. Cardinal pack was the av graft pack (B)(4) w/ lot # 236611. A third set-up was attempted, but brown specks (debris) was woven into the sponges. This was a different lot, but was the cardinal pack av graft pack (B)(4), lot # 231685. ====================== manufacturer response for cardinal pack sponges, cardinal pack av graft pack (per site reporter) ====================== all av graft packs have been pulled from the shelves in the operating room. The lot # 236611 was brought to the or supervisor's attention and the supervisor was later made aware of the second lot # 231685. The or supervisor contacted the cardinal health to determine if other lots were available to send over to our facility. The or meanwhile began assembling their own kits until cardinal can create a new batch of sponges.